Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a solitaire-c spacer disassembled after insertion into the patient: after the cage was attached to the inserter and inserted into the body, the implant disassembled into its subcomponent pieces when the drill sleeve was being attached. Another cage was used to complete the surgery without reported patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the device was returned disassembled. There was no damage to any of the sub-components and the device was able to be reassembled without issue. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a solitaire-c spacer disassembled after insertion into the patient: after the cage was attached to the inserter and inserted into the body, the implant disassembled into its subcomponent pieces when the drill sleeve was being attached. Another cage was used to complete the surgery without reported patient impacts.